Event description:
Diaphragm irritation [diaphragmatic disorder]. Diaphragm irritation associated with radiation [radiation injury]. Vomiting grade 1-2 [vomiting]. Abdominal pain grade 1-2 [abdominal pain]. Loss of appetite/grade 1-2 nausea [nausea]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from literature article entitled "gastric injury from 90y to left hepatic lobe tumors adjacent to the stomach: fact or fiction?" Concerning 65 patients, genders unknown, exact ages not specified. The patients' medical history included tumor in the left hepatic lobe with the average distance from the liver to the stomach wall as 1.0 +/- 2.8 mm. The patients had a routine pre-treatment diagnostic work-up after 99mtc macroaggregated albumin (99mtcmaa) including planar scintigraphy to obtain liver to lung shunt measurement and single photon emission computed tomography imaging to measure arterial distribution of 99mtcmaa. The patients received the following concomitant medication: 99mtc macroaggregated albumin via a microcatheter positioned in the hepatic artery as part of the pretreatment diagnostic angiography. The patients received therasphere (yttrium-90 glass microspheres) (dates, lot numbers and expiration dates unknown), exact dosage not provided but the average left lobar dose range was 109 +/- 57 gy. On unspecified dates between nov-2011 and sep-2013, after successful left hepatic lobe radioembolization, 1 patient experienced diaphragm irritation. The patient reported abdominal pain grade 3 that was defined as severe pain which limited self-care activities of daily living. The diaphragm irritation was not considered gastroduodenal toxicity based on the tumor location and absence of other clinical signs of gastrointestinal (gi) toxicity. No ulcer or gastric irritation was indicated. In addition, a total of 11 patients experienced vomiting: 9 patients experienced vomiting grade 1 which is defined as 1 to 2 episodes (separated by 5 min) in 24 hours. An additional 2 patients experienced vomiting grade 2 which is defined as 3 to 5 episodes (separated by 5 minutes) in 24 hours. In addition, a total of 33 patients developed abdominal pain: 26 patients developed abdominal pain grade 1 defined as mild pain. An additional 7 patients developed abdominal pain grade 2 defined as moderate pain which limited instrumental activities of daily living (adl). In addition, a total of 20 patients experienced nausea: 12 patients experienced nausea grade 1 defined as loss of appetite without alteration in eating habits. An additional 8 patients experienced nausea grade 2 defined as oral intake decreased without significant weight loss, dehydration, or malnutrition. The outcomes of the events were unknown. The authors considered the event of diaphragm irritation to be toxicity associated with radiation, based on common terminology criteria for adverse events (ctcae) version 4.03 as noted by diaphragmatic irritation associated with radiation, and thus related to the use of therasphere. The authors further stated, "that patients with left lobe tumors adjacent to or abutting the stomach do not exhibit acute or chronic radiation effects following radioembolization with glass microspheres." The authors considered the events of vomiting, abdominal pain and nausea to be gastrointestinal (gi) toxicity associated with radiation, based on common terminology criteria for adverse events (ctcae) version 4.03, and thus related to the use of therasphere. The authors further stated, "that patients with left hepatic lobe tumors do not exhibit acute or chronic changes to the adjacent gi system (stomach) due to the proximity of the liver and/or tumor(s)." The authors stated there were no reportable or recordable medical events. The company assessed the event of diaphragm irritation and diaphragm irritation associated with radiation as serious (disability), and vomiting, abdominal pain and nausea as non-serious. Follow-up information will be requested. Case comment: diaphragmatic disorder, radiation injury and vomiting are considered to be unlisted; and abdominal pain and nausea are considered to be listed according to the therasphere current reference safety information. In agreement with the assessment made by the authors, the company considers that diaphragmatic disorder, vomiting, abdominal pain and nausea are all related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.